Manufacturer narrative:
(B)(4). Date sent 11/13/2024. D4 batch #991c19. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received partially fired 2/3 and with damage on reload deck. The device opened without any difficulties noted. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 991c19, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot c9e07y and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Manual release was used. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. A manufacturing record evaluation was performed for lot#e9e07y provided and was found that does not correlate to any product code, could you please provide the correct lot #/batch? Lot: c9e07y.

Event description:
It was reported that during an exploratory laparotomy while firing across the colon, the first two firings were good but on the third firing it began to fire and then stopped in the middle of it. They tried to release but it would not release so they had to use manual override. They got a new device to complete the case without patient harm.